Event description:
The customer, a type ii diabetic, reported inaccurately low blood glucose readings with test strips. On 11/2/96 the customer opened the first bottle from a box of fifty and obtained back to back (afternoon readings) of 22, 42 and 57 mg/dl which she did not think was accurate. The customer opened the second bottle from the box and performed a blood glucose test. The result was 230 mg/dl. The customer did not have normal control solution to perform a normal control solution test with the co's rep. With the rep, the customer performed a check strip test. The result was 84 versus a check strip range of 70-92. The desiccant is in both bottles of strip. The customer stores the strips in the bedroom.